Event description:
Arterial line placed by crna [certified registered nurse anesthetist]. When cord attached to spacelabs monitor it did not register that an arterial line was connected. Two different types of cords were exchanged to see if the cord was the problem. None of the cords attached were being registered by the module. Arterial line cords were then attached to a portable spacelabs monitor to intermittently monitor blood pressure and the spacelabs monitor did not register being attached to an arterial line. New tubing was primed, and the tubing was changed to the patient. The new tubing was connected to the wires and then the spacelabs module began registering that an arterial line was connected. Original pressure monitor tubing placed in bag and tagged to be investigated.